Manufacturer narrative:
Visual assessment confirmed no suture or suture anchor was returned. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. The suture cover is free from the nose tube. The trigger has been advanced to the proximal end on the handle body indicating a complete deployment. The trigger was moved back to the pre-deployment position exposing the fork. One of the fork tines has been broken off, and the fork is also bent and twisted. The damage to the device likely transpired when surgeon threw the device. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the suture anchor did not deploy, and did not fold in the bone correctly. The device broke and was retrieved. There were no reported patient injuries. No other complications were noted.